Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 2054814. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a video was returned which displayed the reported leak. This nonconformance has been confirmed. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intim-iiis an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter leaked during the high-pressure saline injection. The following information was provided by the initial reporter, translated from chinese: "the nurse teacher in the department of radiology was puncturing an indwelling needle for a patient undergoing enhanced CT. The puncture process was smooth and the blood returned well, and then a high-pressure injection was performed. During the high-pressure injection of normal saline, resistance was found. After checking, it was found that there was leakage at the isolation plug, and the indwelling needle was replaced. Re-puncture injection."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter leaked during the high-pressure saline injection. The following information was provided by the initial reporter, translated from chinese: "the nurse teacher in the department of radiology was puncturing an indwelling needle for a patient undergoing enhanced CT. The puncture process was smooth and the blood returned well, and then a high-pressure injection was performed. During the high-pressure injection of normal saline, resistance was found. After checking, it was found that there was leakage at the isolation plug, and the indwelling needle was replaced. Re-puncture injection."